Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "cassette not attached" was alarming and it had error code 42224. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 10/24/2024. H3: one device was returned for repair with report that cassette not attached was alarming and it had error 42224. Service history review identified this device has not been in for service previously. Functional testing was performed, and the reported problem was duplicated. The probable cause of the reported problem was contamination found at downstream occlusion (dso) sensor area. Replaced dso sensor.